Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit had a broken "electrical outlet/connection". This was noticed before patient use.

Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory tube of rt319 adult breathing circuit was visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pin was split. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 111206. Conclusion: it is possible for the user to split the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were split during production or by the end user. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit had a broken "electrical outlet/connection". This was noticed before patient use.

Manufacturer narrative:
(B)(4). The rt319 adult bi-level/CPAP inspiratory-heated breathing circuit that is referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 adult bi-level/CPAP inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.